Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 2 years since the subject device was manufactured. Based on the results of the investigation, it was presumed that image was not displayed due to communication failure caused by cable failure. Occurrence cause of cable failure could not be presumed, and root cause could not be identified. Damage to the cable damage can be prevented by following the instructions for use which states: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and there was no image due to a faulty cable unit. Also, evaluation found the rear cover was faded. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the image of the 4k autoclavable camera head was dark and blurry. The issue was found when preparing the device for use in a diagnostic exploratory laparoscopy. There was no delay and another device was used to complete the procedure. There was no reported patient harm or impact due to this event.